Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer went to emergency room due to low blood glucose level.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose with blood glucose level was 52 mmol/l. Customer experienced symptoms such as vomiting. The customer stated other blood glucose value was 22.6 mmol/l, 33.3 mmol/l, 25 mmol/l, 9.7 mmol/l, 5.5 mmol/l.. The customer was treated with insulin pump. Customer was not using auto mode. Customer did not allege pump was under delivering. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.